Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular lead was capped and replaced. No further information was available.

Manufacturer narrative:
(B)(4).